Event description:
It was reported that the patient presented to clinic with symptoms of dizziness and was sent to the ER for further assessment. During the device check, high capture thresholds were noted. Programming changes were made. There were no adverse health consequences, the patient was stable.

Event description:
New information received indicated that during a device change-out procedure, the right ventricular lead was capped and replaced on (B)(6) 2024 due to much higher thresholds that were previously noted. There were no adverse health consequences, the patient was stable.